Event description:
During left medial interior & lateral orbitotomy pt. Incurred burn to lower eyelid and lateral canthotomy. Surgeon stated bipolar forceps were seen to spark at a location other than the tip. Forceps were not recovered or identified.